Manufacturer narrative:
Device analysis report.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 as the patient require MRI for possible neurofibromatosis. There are no plans to re-implant the patient with a new device as of the date of this report.